Event description:
At 10:30 am the pt performed a blood glucose test on the suspect device and obtained a reading of 200mg/dl. Pt then took 70 units on 70/30 insulin as pt's normal morning routine. Pt is a cancer pt and pt did not eat very much. At 12:30am pt was unresponsive. The suspect device was used again and the result was 90mg/dl. Paramedics were called. The paramedics tested pt's blood glucose on their device and the reading was 26mg/dl. Pt was given several glucose injections.